Manufacturer narrative:
Citation: hallak o, fischer k, ailawadi s, et al. Effects of bioprosthetic valve fracturing on valve-in-valve transcatheter aortic v alve implantation transvalvular gradients. Tex heart inst j. 2024;51(2):e238304. Published 2024 nov 22. Doi:10.14503/thij-23-8304 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of bioprosthetic valve fracture following valve-in-valve transcatheter aortic valve imp lantation (viv-tavi). The study population consisted of 25 patients with a previously implanted surgical valve who underwent viv-tavi followed by bioprosthetic valve fracture (fracturing the surgical valve ring) to address residual mean gradients (above 20 mm hg) or under-expansion of the transcatheter valve. Of the 25 patients, two had undergone surgical aortic valve replacement with a medtronic mosaic valve. The implant durations of the two mosaic valves at the time of viv-tavi with fracture were thirteen years and four years, respectively. The authors wrote that the indication for viv-tavi was structural valve degeneration. During viv-tavi, patients were implanted with a medtronic evolut r, evolut pro, or evolut pro+ valve. High/elevated transvalvular gradients were recorded before and after viv-tavi with fracture. Other adverse events recounted in the article: transcatheter valve ¿constrained¿ by the surgical valve immediately after implant (one case), and complete heart block requiring permanent pacemaker implantation (one case). Additionally, two noncardiac deaths occurred during follow-up. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.